Event description:
Following use of this blade with a microchoice oscillating saw, the surgeon noticed that the patient sustained 3 cuts to the cheek, which required sutures. A polysporin ointment was also applied to the affected area. The customer described the size of each cut as 2cm x 1 cm. In addition, the user reported that the blade kept falling off the handpiece during use.

Manufacturer narrative:
Investigation results: conmed linvatec has received this blade for evaluation. A follow up report will be filed when the investigation has been completed. Associated MDR: 1017294-2009-00143.